Event description:
False positive advia centaur xp toxoplasma g (toxo g) results were obtained for samples from the same patient. The results were reported to the physician and were questioned. The samples were tested on two alternate methods and the results were negative. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant toxoplasma g results.

Manufacturer narrative:
The cause for the discordant advia centaur toxoplasma g (toxo g) results is unknown. The quality control and calibration were acceptable. The instrument is performing within specifications. The IFU states in the limitations section: "in geographic regions that have an apparent low prevalence of toxoplasma igg in asymptomatic populations, the positive predictive value of any assay is reduced due to the increased possibility that a positive result is actually falsely positive. As with all in vitro diagnostic assays, each laboratory should determine its own reference range(s) for the diagnostic evaluation of patient results. Human anti-mouse antibodies (hama) or heterophile antibodies may be present in samples from individuals exposed to mouse or animal immunoglobulins from natural sources or as part of disease therapies. These antibodies may interfere with the advia centaur toxo g assay and give falsely positive or falsely negative results. These samples should not be tested. The presence of anti-nuclear antibodies (ana) and anti-mitochondrial antibodies (ama) in samples from patients with autoimmune syndrome may interfere with the advia centaur toxo g assay and give falsely positive or falsely negative results. These samples should not be tested."